Event description:
On (B)(6) 2014, the patient underwent a trial procedure. The doctor planned to implant tow leads (from the same lot), but only attempted to use one of the leads. The procedure was abandoned to the doctor being unable to advance the lead because of scar tissue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.